Event description:
It was reported that the asymptomatic patient presented in the or for device upgrade, fluoroscopy revealed externalized conductors proximal to the distal coil. All electrical measurements were normal. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, and mandatory medwatch form. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in two pieces. Analysis found internal insulation abrasion at 7.5cm to 10cm from the electrode tip. The two re cables were externalized but the etfe coating was normal. Normal coil continuity was noted for both pieces.